Manufacturer narrative:
Additional contact information: (B)(6) hem/onc (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump indicated that the cassette was not detected although a cassette was attached. No adverse patient effects were reported. Per reporter, no additional information is available at this time